Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Customer stated that the device exhibited technical failure alarm 316. There was no patient involvement reported.

Manufacturer narrative:
The device log files were provided for evaluation. The log review confirmed the reported malfunction and indicated that the device was in continuous operation for about five days while experiencing overheating conditions, without any user intervention. Consequently, the blower sustained damage, which led to the activation of tf316-blower failure. The customer was recommended to replace the blower.